Manufacturer narrative:
The complaint is under investigation.

Event description:
We have been informed that during procedure, while peeling the ilm, a small particle was noticed on the membrane. The surgeon chose not to remove the particle. No report that actual patient harm occurred or surgery was prolonged > 30 min. Due to this event.

Event description:
We have been informed that during procedure, while peeling the ilm, a small particle was noticed on the membrane. The surgeon chose not to remove the particle. No report that actual patient harm occurred or surgery was prolonged > 30 min. Due to this event.

Manufacturer narrative:
The device has not been returned/ accessible for investigation yet. The investigation will be continued when the device is available for examination.

Manufacturer narrative:
Unfortunately, the shipment was lost at the norwegian postal services and neither the involved micro-forceps nor the observed particle was received at dorc. Hence, physical examination to determine the origin of the object could not be performed. Device history record review revealed no deviations and a database search showed that no similar complaints have been reported on this specific lot previously. As the origin of the particle remains unknown and because it was only detected during the operation, the complaint cannot be attributed to the manufacturing process. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. All complaints on disposable forceps and scissors with failure mode as reported sc-particle are included in the analyses.

Event description:
We have been informed that during procedure, while peeling the ilm, a small particle was noticed on the membrane. The surgeon chose not to remove the particle. No report that actual patient harm occurred or surgery was prolonged > 30 min. Due to this event.